Manufacturer narrative:
The insulin pump was received with no escape and act button response due to flattened button dome switch. The motor was tested outside the device and passed motor test. The pump was unable to verify for motor error alarm and perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, and all operating current test due to no escape and act button response. The pump was received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed motor error in her purse. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.